Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence, which began occurring on (B)(6) 2025. Although the specific blood glucose value was unknown, it was indicated as "high," prompting the customer to administer a correction injection via manual injection. There was no adverse impact to the customer's blood glucose level. Customer had unsuccessfully attempted to resolve the issue four times before contacting technical support. They did not require assistance from a third party. Upon consulting with customer support, it was determined that replacement cartridges would be sent via ups next day air as a one-time exception, since the customer did not have any more cartridges available for further troubleshooting. The pump was out of warranty, but the customer mentioned plans to speak with renewals at a later time due to current illness.